Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the green button was pressed and the handle was squeezed but the device did not fire and hence the knife did not cut the tissue. Another device was used to complete the case. There was no patient injury.